Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not working was not confirmed. However, during evaluation, it was determined that the neuro-tip foot had been drilled into, the color bands were faded, and the attention symbol was missing. During repair it was found that the bearings were worn out (however did not cause a failure during testing). It was determined that the cause of the craniotome foot being drilled was failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. The assignable root cause of this condition was determined to be due to user error. It was further determined that the bearing failure and color band damage was due to normal wear, the missing attention symbol was due to the device being manufactured prior to the symbol was required. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device was not working. During in-house engineering evaluation it was determined that the neuro-tip foot on the device had been drilled into. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a planned surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.